Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplement medwatch report will be submitted when medical records are received. A supplement report will be submitted upon final review of medical records by the post market clinical physician and completion of the plant's investigation.

Event description:
A nurse reported that a pt was diagnosed with staphylococcus aureus peritonitis due to touch contamination, on (B)(6) 2014 at the pt's dialysis clinic. The pt was prescribed an unk antibiotic with an unk route and dose for the peritonitis. As of (B)(6) 2014, the pt's signs and symptoms of peritonitis have resolved. Effluent expressed from the peritoneal dialysis catheter is clear and the pt's complaint of device alarms have resolved. The pt was educated on how to bypass cycler settings and perform manual treatments if needed. No peritoneal dialysis treatments were missed, and there was no reportable device malfunction. The sample was discarded and was not available for return. The lot numbers are unk. As of (B)(6) 2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.